Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that during an implant attempt, the guidewire of the lead was unwrapping as if the tip of the guidewire were stuck into the lead lumen. The lead and the guidewire were withdrawn and returned. No complications have been reported as a result of this event.